Event description:
The clip applier stopped working. It would not fire or produce a clip. A new device was obtained and the procedure was completed. There was no harm to the patient.device #1is this a laboratory device or laboratory test?no.